Event description:
Patient called to report the cable to their controller on their thoratec vad was smoking. The patient immediately swapped out for their spare controller. There was a physical burn in the cable.======================manufacturer response for ventricular assist device controller, vad (per site reporter).======================they opened up immediate case number and are awaiting for us to finish our analysis and would like to perform their own root cause analysis.they have given all new equipment to the patient immediately and have been available for immediate support.